Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2024 and barbed suture was used. During the procedure, when the stitch was applied to the tissue, the needle was detached from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. -please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections: the device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu): (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one detached needle and one suture that pertained to product code sxpp1b420. During visual inspection of the detached needle, the swage area was noted with marks by a surgical instrument. The hole was examined under magnification and a suture was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.